Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 105 mg/dl at the time of incident. Customer stated that the insulin pump had a high pitched noise and the buttons were unresponsive even after the battery has been changed. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and unable to confirm if the time is advancing due to battery has been removed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, self test, operating currents, off no power, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The device was monitored and no constant tone and no low battery alarm during testing. All buttons functioned properly no damage on the keypad assembly. Inspected the connector on lcd and no unlock keypad connector. The device was received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip and stained address, serial number label.